Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer¿s blood glucose level was 131 mg/dl. The customer reported that the time stopped. The customer was advised to change the battery and got battery out limit and could not clear it due to buttons not working. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.